Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation, the atrial lead exhibited noise resulting in inappropriate auto mode switch (ams) episodes. Programming changes were discussed, no intervention was reported. There were no consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.